Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the lead exhibited failure to capture. Upon chest x-ray it was noted that the lead had dislodged. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 42.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The reported event of the steroid plug shifted was confirmed. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction - the lead damage should have been reported in the initial report.

Event description:
It was also noted that the steroid plug from a helix of the lead was extended and the lead had damaged.